Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has had red-heart alarms for 3 nights while connected to power module. The event was re-created in vad clinic when the patient bent over while connected to the power module. Additional information received from technical services: the log files for the patient captured symptoms consistent with those of a perc lead fracture - uncontrollable pump speed with pump stop events and elevated pi values. These events appear to occur while connected to the power module. Additional information was received from the clinical specialist confirming that the patient received a pump exchange.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.